Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The frame was returned for evaluation, and subsequent testing verified the complaint. The frame was broken at the bottom rear. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The frame is broken at the weld.